Event description:
The customer complained of discrepant glucose results for 1 patient from accu-chek inform ii meter serial number (B)(4). At 11:35 am, the glucose result from the meter was 46 mg/dl with a fingerstick and the patient was given dextrose. At 11:38 am, the glucose result from the meter was 135 mg/dl with a fingerstick and the customer felt was more accurate than the 46 mg/dl result at 11:35 am. There was no adverse event. The qc was acceptable within 24 hours of the meter results. The suspect product was requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.